Event description:
During the embolization of an aneurysm in the paraclinoid/opthalmic artery, one of the matrix2 coils used was reported to prolapse into the parent vessel. The physician placed a stent to trap the prolapsed coil to the vessel wall. It was not disclosed which coil prolapsed. "Pt assessment by modified rankin scale was "0" both pre and post-procedure."

Manufacturer narrative:
This event originates from a study. The event was not reported as a complaint, when it was first discovered during a review of clinical study data by the initial boston scientific reviewer in 2007. Secondary review of the clinical study data in 2008 detected this unreported event and the boston scientific complaints group was alerted on the same day. MFR eval summary: a device history record review for each of the potential devices was conducted. This confirmed that each device met all material, assembly and performance specifications. The device was not available for eval as it remains implanted in the pt. The directions for use contains a statement regarding coil protrusion; "if undesirable movement of the matrix2 detachable coil can be seen under fluoroscopy following coil placement and prior to detachment, remove the coil and replace with another more appropriately sized matrix2 detachable coil. Movement of the matrix2 detachable coil may indicate the coil could migrate once it is detached. Angiographic controls should also be performed prior to detachment to ensure that the coil mass is not protruding into the parent vessel." There are a number of procedural factors that have been identified including excessive vessel tortuosity, backwash caused by diagnostic dyes, too many coils used, incorrect coil size , and accidental coil delivery. Based on the info available the most probable cause for the reported event is operational context.